Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received during a lobectomy procedure, the stapler locked in the closed position. There was approximately 1500-2500cc of blood loss, requiring a blood transfusion. To correct the bleeding, they cleared the field, clamped the artery, and stapled and sutured. There was unanticipated tissue loss because they needed to cut back tissue to staple and suture. The surgical time was extended over 30 minutes. To complete the procedure, a new stapler was brought in. The current patient status is alive.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a vascular procedure, the stapler locked in the closed position. When the jaws of the stapler opened, the stapler had cut but did not staple resulting in blood loss.